Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a battery failed alarm. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Customer reported a short battery life or a low battery alarm after 1 week or less. Customer was advised to insert a new aa battery and restart the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 23:02:00.000; (B)(6) 2024 06:17:00.000. Replace battery alert was found on: (B)(6) 2024 08:33:00.000; (B)(6) 2024 15:48:00.000. Power loss alarm was found on: (B)(6) 202416:23:53.000, (B)(6) 2024 16:24:02.000. Insert battery alarm was found on: (B)(6) 2024 08:56:01.000; (B)(6) 2024 15:59:52.000, (B)(6) 2024 16:03:51.000; (B)(6) 2024 16:04:44.000, (B)(6) 2024 16:05:40.000; (B)(6) 202416:06:25.000, (B)(6) 2024 16:07:11.000, (B)(6) 2024 16:23:18.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 16:00:12.000, (B)(6) 2024 16:04:15.000; (B)(6) 202416:05:01.000; (B)(6) 2024 16:06:02.000, (B)(6) 2024 16:06:53.000; (B)(6) 2024 16:03:52.000. Pump error 23 alarm was found on: (B)(6) 2024 16:23:34.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. Low battery alert, replace battery alert and failed battery alert/battery failed alarm were unexpected since the customer is using a good battery. In further checking of the pump history records: battery cycle 1received the lowbatteryalert (104) on 12/17/2024 06:17:00 faster than expected at 3.89 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 23:02:00 faster than expected at 3.23 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 202415:53:00 after more than 7 days at 18.86 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 17-dec-2024 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 16:37:46.000. Lostsensor1alert (780) was found on: (B)(6) 2024 17:10:00.000; (B)(6) 2024 08:58:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 17:26:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Failed battery alert/battery failed alarm and charge/battery lasts less than expected were confirmed, suspected on hw. The test p-cap locks properly into the reservoir compartment; however, a slightly chipped retainer ring was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Retainer ring damage (a slightly chipped retainer ring) was confirmed. Customer alleged for failed battery alert/battery failed alarm and charge/battery lasts less than expected were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.